Manufacturer narrative:
(B)(4). The product was requested multiple times to be returned for eval. The set was not returned and the lot number was not identified; therefore, no investigation or lot history record review could be performed.

Event description:
Customer reported tubing disconnected where it enters buretrol. No pt harm reported. Although requested, no add'l info was available.